Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation,pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis

Event description:
Boston scientific received information that prior to a device replacement procedure , this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high shock impedance measurements greater than 125 ohms. A commanded 1.1 joule shock was delivered which reported an impedance measurement of 103 ohms. The lead was connected to a new implantable cardioverter defibrillator (ICD) and the shock impedance measurements were within normal limits. No additional tests were performed. The rv lead remains implanted with the new device.